Event description:
A peritoneal dialysis (pd) nurse reported that a patient was diagnosed with peritonitis due to touch contamination. The patient was admitted to the hospital on (B)(6) 2014 and discharged on (B)(6) 2014. The patient was prescribed vancomycin and gentamicin. Medical records have been requested.

Manufacturer narrative:
Medical records have been requested to support the clinical investigation process. A supplemental report will be submitted upon completion of plant's investigation.